Manufacturer narrative:
Additional information was received and sections b5 and d11 were updated accordingly. Even if crimpling is small and does not look very worrying, there are two issues: there are problems to introduce through the catheter and it could be problematic once positioned on artery. There was no reported patient injury. The procedure was completed using another palmaz blue stent. The target lesion is the visceral trunks. There were no excess force used in opening the device. There were no difficulty removing the device from the packaging as the device was removed "normally". This device was received for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
A device history record review was performed, and showed that these lots of products met all requirements per the applicable manufacturing quality plan. This device is available for analysis but has not yet been received. Instead three picture were attached. The first image observed the distal area of the device. The stent is mounted on the balloon and the tab struts of the proximal part of the stent, are open. The second image, displayed the device where the tab strut of the proximal area is open. The third picture displayed the box label where the part number pb2460ppx and lot number 82170009 with the expiration date 4/30/2020 among other product information are present. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, when the .014 6mm x 24mm 5f palmaz blue peripheral stent system was opened the deployer noticed an ¿open cells¿. There was no reported patient injury. The device is expected to be returned. The images are available for review.

Manufacturer narrative:
When the .014 6mm x 24mm 5f palmaz blue peripheral stent system was opened the deployer noticed an ¿open cells¿. Even if ¿crimpling is small¿ and does not look very worrying, there are two issues: there are problems to introduce through the catheter and it could be problematic once positioned on artery. There was no reported patient injury. The procedure was completed using another palmaz blue stent. The target lesion is the visceral trunks. There was no excess force used in opening the device. There were no difficulty removing the device from the packaging as the device was removed "normally". The device is expected to be returned. The images are available for review. The product was returned for analysis. A non-sterile unit of a blue/aviator/plus 6x24/142p pk was received for analysis coiled inside a plastic bag. Per visual analysis, the balloon seems it has been partially inflated. The stent was received mounted on the balloon. The stent¿s proximal side struts were observed sticking up, as received. No other anomalies were observed. Three pictures were attached to case-(B)(4) complaint for their analysis. In the first image it can be observed the distal area of the device. In the picture, the stent is mounted in the balloon. It is noted that the tab struts of the proximal part of the stent, are open. In the second image, it can be observed the device where the tab strut of the proximal area is open. In the third image, it is shown the box label where it can be read the part number pb2460ppx and lot number 82170009 with the expiration date 4/30/2020 among other product information. Per microscopic analysis, the stent was received mounted on the balloon. The stent¿s proximal side struts were observed sticking up, as received. A product history record (phr) review of lot 82170009 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent - out of shape - strut uplift/during prep¿ was confirmed through analysis of the returned device. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by the uplifted stent struts noted on the outer stent during analysis. According to the precautions in the safety information in the instructions for use ¿prior to use, the product should be examined to verify functionality and integrity.¿ neither the phr review, the product images nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.